Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to dislocation. This is the second time this patient has had a revision due to dislocation. As reported: "physician removed everything that was implanted to give the patient a better option to help prevent hip dislocation. Physician implanted a restoration modular and tritanium cup with an mdm liner."